Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow up report will be sent to the FDA.

Event description:
Patient was examined head first supine with the head coil. The arms of the patient were positioned besides the body, touching the bore of the magnet. After the examination, a second degree burn of 5cm long was observed on the lower arm of the patient, where the arm touched the cable of the coil.